Event description:
Dash 5000 monitors unable to: provide continuous cardiac telemetry monitoring, unable to perform a 12 EKG. This has been an intermittent issue with the monitors since purchase and installment in our facility in (B)(6) 2012. Our facility did not have any dash 5000 monitors with product code shq. In (B)(6) 2012 the company replaced some monitor modules and our facility continued to have intermittent issues with EKG function of the monitors. Per our facility clinical engineering department, they contacted the company during the week of (B)(6) 2013 had requested if the company would be able to tell us whether the company had inadvertently placed shq code products in our monitors last (B)(6) (2012) because we have continued to experience issues with the monitors. No response has been rec'd as of this date.